Event description:
The following descriptions of the event and the condition of the patient was reported to viasys by the user facility via a phone conversation and copied from a letter(s) from the user facility that was in response to a letter(s) sent requesting additional information. "[Name removed] in biomed is calling because this unit is running on a patient and keeps stopping. I asked him what he meant by "stopping". He said that it has intermittently stopped a few times, and they hit the start/stop button again and it will restart. So, it sound like it's holding pressure, but the driver is stopping etc. He said that's what it sounds like. He said that the settings are amp 80, it .33, 5hz, map 40cm, 100% fio2. He does not know what the bias flow is and he doesn't know what the power knob setting is. I asked him if the overheat light is on, he does not know. He is trying to get a hold of the rts right now to get more information. Unfortunately, the rts are too busy right now to get him anymore information. He said that he thinks they are trying to swap the unit out right now. I explained to him that it's possible that it's overheating etc." "Vent was alarming low pressure map 40 htz 5.0, amp 80, fio2 100%, bias flow at 35. Changed out circuit and mushroom valves. Put it back on patient. Still alarming low pressure, mean was all over the place. The vent shut off. I restarted it, 5 mins later it shut down again and would not restart. Fourth time, the same thing happened with this machine." "[Patient] expired in 2007". [Primary and secondary causes of death] - acute lymphocyte leukemia. Staph sepsis x 4 day. Cardiopulmonary arrest. The user facility does not believe that the failure of the device caused or contributed to the death of the patient.

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information provided by the user facility via phone conversation(s), written response(s) to a letter(s) from viasys requesting additional information. The following information concerning the evaluation of the device is a summary of the information documented by (third party service company) field service tech. The (third party service company) field service tech evaluated the device and found that the device meets all factory specifications. In consultation with viasys technical support it was determined that the most likely root cause of the reported event was that the device had been pushed to its limits. The user facility representative did not accept that explanation and insisted that the unit has a problem and should be repaired. The (third party service company) field service tech replaced the device's pneumatic assembly as a customer satisfaction issue and not because of any failure.